Event description:
Caller reported a cartridge alarm issue. Blood glucose level did not exceed 500 mg/dl, indicating it was within normal range. The pump was still under warranty, and a replacement pump with updated software was sent to the caller by cts. The caller was informed about backup therapy using multiple daily injections and instructed on storage and return procedures, which they acknowledged.